Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with sure-t and experienced hyperglycemia. The customer reported that the insulin pump received several no delivery alarms. The customer reported that he high blood glucose levels of 36 mmol/l. The customer reported that he changed infusion set to bring down his blood glucose levels to 14 mmol/l/. The customer also treated high blood glucose with insulin pump. Troubleshooting was performed. The customer reported that the event was resolved by complete reservoir and infusion set change. Reservoir is not expected to return for analysis. Additional device related incidents: infusion set ((B)(4)); insulin pump ((B)(4)).